Manufacturer narrative:
A2 - age at time of event: 18 years or older. H6 - device codes: corrected to "failure to advance" from "difficult to advance." The device was returned with the stent fully mounted in the correct location on the device. A visual and tactile examination identified no issues with the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that the procedure was cancelled. This carotid wallstent was selected for use in a post-embolectomy carotid dissection procedure. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified internal carotid artery. During the procedure, the catheter reached the lesion, however the delivery shaft could not cross the lesion. The procedure was cancelled due to tortuous vasculature; the patient had been under general anesthesia. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled. This carotid wallstent was selected for use in a post-embolectomy carotid dissection procedure. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified internal carotid artery. During the procedure, the catheter reached the lesion, however the delivery shaft could not cross the lesion. The procedure was cancelled due to tortuous vasculature; the patient had been under general anesthesia. No complications were reported, and the patient was stable post procedure.